Event description:
Additional information received reported it was suspecting the quality of this batch of products, several catheters used that day performed very poorly. There was resistance during delivery, but no way to withdraw it. It was suspected that it broke during repeated pushing and pulling. There was a problem with the catheter lumen, and the delivery rod of the stent could not be withdrawn outside the body. Resistance ocurred in the distal soft segment. There was no damage to the pipeline pushwire observed. There were no other issues reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #707260294:¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: fa-55xxx-xxxx rev. Q ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; and within plastic bio-pouches. The pipeline flex device was returned stuck within the marksman catheter. ¿ damage location details: the pushwire extending out from catheter hub. The pushwire was found to be bent at ~38.5cm from proximal end. The hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal end of pipeline flex was found to be fully opened and damaged. However, the proximal end of pipeline flex was found to be not opened due to damaged braid. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be accordioned from ~11.5cm to the hub. The catheter body was found to be kinked at ~60.5cm from proximal end. In addition, the catheter body was found to be accordioned from ~31.5cm to ~28.0cm from distal end. The marksman catheter tip and marker were examined; and no damages were fou nd. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance as the pipeline flex and marksman catheter were found to be damaged. In addition, the proximal end of pipeline flex was found to be not opened due to damaged braid. From the damages seen on the pushwire (bending); hypotube (stretching); braid (frying) and catheter body (kinking/accordioning); it is likely high force used during the delivery. It is possible these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the other events, stating the others have already completed the surgery, so they are not reported. It was clarified that the report of performed poorly meant when the device was delivered, the resistance was large. The soft section at the tip end was deformed after removal. The operator replied that the resistance inside the catheter, changes in the lumen or hydrophilic layer would affect the resistance. Resistance occurred in the middle and back section of the catheter. There was no damage to the pipeline pushwire observed, the stent was not visible inside the catheter. The patient is in good condition. The aneurysm was located in the middle cerebral artery (mca). There was normal vascular tortuosity.

Manufacturer narrative:
Continuation of d10: product ID ped-250-16, (lot: b738751); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of an intracranial aneurysm with a pipeline embolization device, several procedural issues were encountered. The procedure involved the right internal carotid artery, which was unruptured and saccular, with a maximum diameter of 4.2 millimeters and a neck diameter of 4 millimeters. Landing zone: distal: 2.4 mm and proximal: 2.6 mm. The access vessel was the femoral artery with a diameter of 8 millimeters. During the stent pushing process, there was slight resistance in the front terminal section, which increased in the second half. The stent guide wire could not be pushed after entering the middle section of the soft section of the catheter. The stent system could not be withdrawn, necessitating the simultaneous withdrawal of the stent and catheter. It was found that the connection at the soft section of the catheter was disconnected, and the stent could not be withdrawn from the catheter. Even after replacing the stent and catheter, resistance remained high, making the operation difficult to complete. A similar situation occurred earlier the same day, where the stent guide wire and catheter were locked and could not be pulled. It was suspected that there was a problem with the marksman catheter, as the same issue occurred with three marksman catheters on the same day. The angiographic result post-procedure indicated good vascular reconstruction.